Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 03/09/2016 phone call, 03/17/2016 phone call, 03/18/2016 phone call. Ge healthcare's investigation is ongoing. A follow-up report will be submitted once the investigation has been completed.

Event description:
A patient underwent an MRI of the brain. After the exam, the patient reported that the system was loud compared to prior MRI's and stated they had a buzzing/ringing in their ears. After being tested by an audiologist the patient was confirmed to have hearing damage. The patient was put on steroids and one month after treatment there was improvement in their hearing however it has now plateaued.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the device and a review of the logs. There is no indication of any failure. The patient was properly equipped with hearing protection. The system acoustic level was tested and meets local regulations. No further actions are planned at this time.